Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 during which the surgeon noted ¿the plug from the previous pervious repair had migrated slightly into the abdominal peritoneum, causing extensive amount of inflammation, scarring, as well as a hard mass adjacent to a recurrent indirect defect. He excised the left inguinal mass consisting of a firm plastic mesh material.¿ it was reported that the patient experienced dyspareunia, urinary incontinence and chronic pain and numbness in his left inguinal area. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following the surgery.